Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the air detector not operating as intended, or the tubing may not have been fully threaded through the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device alarmed "air in line". At least two hours early prior to scheduled disconnect. Nurse confirmed, air in line and that all rates were correct. Patient was not affected. No patient injury. No additional information.